Manufacturer narrative:
A ge service representative performed an on site investigation and replaced the monitor power supply and adjusted the voltage. The cine bridge and the ip printed circuit boards were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's touch screen and cine operation would not work. No patient injury was reported.